Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the helium regulator required replacement. As such, the fse resolved the issue by replacing the helium regulator. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted. The full event site name is (B)(6).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) helium connection was blocked and hissing. It was also reported that the iabp unit would not hold helium when attached to an external tank. There was no patient involvement, and no adverse event reported.